Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire third party service technician was unable to verify the customer's reported issue. The service technician ran the ventilator for 69 hours with no problems. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the lap top ventilator 1150 stopped blowing air. At this time, it is unknown if there was any patient involvement associated with the reported issue.